Event description:
Reporter alleged the blood glucose device had evidence of possible burning on it. It was reported there was a black area between the 3rd and 4th pin from the right on the base unit. No serious injury or harm was reported and no actions were taken as a result.